Event description:
Philips received information from the customer that reported when the operator was unloading a patient using the unload pedal on the multifunction footswitch after performing a CT clinical procedure and when releasing the footswitch the couch continued to move in the downward direction until the estop opened. The field service engineer (fse) confirmed there was no harm to a patient or operator.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).